Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. Additionally, review of device memory revealed that pacing impedance measurements decreased from 600 ohms to a low out of range measurement less than 200 ohms. Current measurements were observed to be in the 400-500 ohms range. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The physician will continue monitoring. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a routine device replacement was performed one year later. This ra lead and replacement implantable cardioverter defibrillator (ICD) exhibited noise. Pacing impedance measurements upon implant of the replacement device were noted to be stable at 423 ohms. This product remains implanted and in service. No adverse patient effects were reported.